Event description:
It was reported that pump experienced malfunction and shut down, and customer later could not locate pump. There was no reported impact to the customer¿s blood glucose level. Customer moved to multiple daily injections, contacted healthcare provider for long-acting insulin while using short-acting insulin, and was advised that pump would be needed for technical review, while technical support attempted follow-up by phone and email before closing complaint.